Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter functioned properly after placed in the patient. When flushing the catheter prior to the treatment on (B)(6) 2021, a crevasse was found with the 3 cm scale on the portion exposed externally. Since it had been trimmed once, the catheter only had to be removed. Another catheter will be placed on an appropriate date since the therapy for the patient has not been completed yet.